Event description:
It was reported that following spinal fusion surgery using sequoia instrumentation, the closure top backed out post-operatively. Revision surgery was performed. No further info is available at the time of this report.